Event description:
It was reported that the patient's vns was indicating high lead impedance. The patient was not having any adverse events however it was felt that she had not seen efficacy. No trauma or manipulation was reported. The patient had x-rays taken which were forwarded to the manufacturer for review. A gross lead fracture was observed in the neck portion at the approximate location of the anchor tether on the x-rays. The patient's vns has been disabled as recommended in manufacturer labeling.

Event description:
Additional information was later received indicating that the patient's lack of efficacy is believed to always have been present and is related to the patient being a non-responder to therapy. The patient was noted as never being seizure-free longer than six months.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently indicated "...and pursuing respective surgery." Instead of "...and pursuing resective surgery." Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Event description:
Additional information was received from the physician's office indicating that the patient informed them that she is not going to pursue vns lead and generator replacement at this time as she is relocating and pursuing respective surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.